Event description:
The physician experienced what he called "drift" after registration. As he navigated to the lesion, he felt the accuracy drifted or changed. He pulled back to the main-carina and the visual verification was off causing him to re-register. After re-registering, the system was accurate and he completed navigation without issue. The case was completed and there was no harm or injury to the pt.

Manufacturer narrative:
It was reported that the physician has since performed many cases after this case and has not experienced this same issue. At this time, no further actions will be taken.